Event description:
It was reported that the patient presented with failed laminectomy l4-5 and l5-s1; herniated nucleus pulposus-persistent l4-5 and l5-s1; gait disturbance; scoliosis, spinal curve; foraminal stenosis, l4-5, l5-s1 right; and radiculopathy l4-5, l5-s1 right. The patient underwent right sided transforaminal posterior interbody fusion l4-5, l5-s1 right with extra difficulty; cage instrumentation with intra implant rhbmp-2/acs l4-5, l5-s1; pedicle instrumentation l4, l5, s1 bilateral; posterior spinal fusion l4-5, l5-s1. At the posterior medial aspect of the l4-5 and s1 transverse processes, docortication onlay bone graft and rhbmp-2/acs was inserted for a posterior spinal fusion. Rhbmp-2/acs and cancellous sutologous bone replaced in the intra discal space anteriorly at l4-5 and l5-s1 and then a titanium implant filled with cancellous autologous bone and rhbmp-2/acs were inserted into the intra discal space at 4-5 and l5-s1. No complications were reported. Post-op, the patient developed pseudoarthrosis, l4-5 and loose pedicle instrumentation , l4, l5, and s1 bilaterally. On (B)(6) 2009 the patient underwent exploration of the fusion l4-s1, revision plif using rhbmp-2/acs, mastergraft, and autologous locally harvested cancellous bone. Onlay rhbmp-2/acs and cancellous autologous bone locally harvested and mastergraft was inserted along the docorticated posterior elements of the transverse process on the left at l4, l5, and s1 and on the right l4, l5, s1. It was reported that the surgery took an extra 45 minutes due to increased difficulty associated with the meticulous identification and decompression of neural elements over and above what a normal nonsurgical site would expose the patient to. Post-op the patient developed ectopic bone growth, nerve compression, pain, and required additional surgeries.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2009: patient presented with the following diagnosis: preoperative diagnoses: 1. Status post posterior interbody fusion, l4-5 and l5-s1. 2. Status post insertion of pedicle instrumentation, bilateral l4, l5, and 51. 3. Failed fusion - pseudoarthrosis, l4-5. 4. Loose pedicle instrumentation, l4, l5, and s1, bilateral. 5. Spinal curve. 6. Scoliosis. 7. Gait disturbance. 8. Postoperative surgical wound scar. Procedures: procedure(s) performed: 1. Intraoperative biplane fluoroscopy. 2. Exploration and exposure of the spinal fusion, l4, l5, and s1, bilateral. 3. Removal of indwelling pedicle screws and longitudinal rods, l4, l5, and s1, bilateral. 4. Left sided transforaminal posterior interbody fusion, l4-5. 5. Extra difficulty secondary to previous fusion scar. 6. Intradiscal cage, l4-5. 7. Insertion of pedicle screws, l4, l5, and s1, bilateral. 8. Transverse process posterior fusion, l4, ls, and 51, bilateral. Per-op notes: proximal aspect of the implant and the inferior aspect of the end plate at l4. Once this was copiously irrigated with normal saline and decortication of the cartilaginous endplate was achieved, then insertion of bone morphogenic protein, bone graft matrix, and autologous locally harvested cancellous bone was followed by insertion of a 26 x 8 mm peek implant filled with cancellous autologous bone only. Then onlay bone morphogenic protein and cancellous autologous bone locally harvested and bone graft matrix was inserted along the decorticated posterior elements of the transverse process on the left at l4, ls, and 51 and on the right, l4, ls, and 51. Of course, this was all done with copious irrigation, pulsatile irrigation, prior to insertion of the bone morphogenic protein and then the deep fascial closure was achieved bilaterally with interlocking running stitch of #1 vicryl and followed by subcutaneous subcuticular of inverted interrupted simple stitches of 2-0 and 3-0 vicryl reinforced with skin glue and a dry telfa dressing. No patient complications were reported.